Event description:
It was reported that in the pt's room, two days after the catheter was placed, the catheter became caught on the pt's clothes, resulting in the catheter separating near the juncture hub. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.